Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat an existing perforation in a heavily calcified lesion in the heavily tortuous distal right coronary artery (rca), an attempt was made to cross the perforation with a 2.8x19 rx graftmaster covered stent system but this device failed to cross due to patient anatomy, despite several attempts to cross. Another same size rx graftmaster was able to cross and seal the perforation, successfully completing the procedure with a satisfactory patient outcome. There were no other device or procedural issues. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.